Event description:
It was reported that (7) devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 511s gaskets are torn. There was no consequence to the patient.